Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.